Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A health authority representative has reported that after installing an intraocular lens (iol), the hand push had resistance, and it was found that the tip was narrow and had a crease. The surgery was completed after a new replacement was used. No further information is expected.